Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A previously placed tube stent was retrieved from the patient. After that, the delivery system of the zibls- was advanced via the papilla over the wire guide placed inside the bile duct, then the stent was deployed in the middle of the bile duct with no problem. The physician removed the delivery system of zilbs- with the wire guide left inside the patient, then the inner cannula of the device came out from the proximal (physician's side) end of the handle. (Please refer to the attached photos.) The stent was placed successfully, so no additional procedure was performed. There have been no adverse effects to the patient reported. Note: incorrect size wireguide 0.025in used there have been no adverse effects to the patient reported. Physician's comment: I wonder if some force was applied to the device since stent deployment was performed with an endoscope elevator slightly closed. Sales rep's comment: I had never heard of this failue mode. I confirmed with the physician on the phone that there was no tortuosity in the bile duct or specific issue in patient's anatomy. I wonder if the connection between the handle and inner cannula could not bear the force applied by the slightly closed elevator? Request from qa (ya@cmj): please provide a possible cause of the event after physical investigation of the returned device and with the current information including physician and rep's comments. Please describe where the inner cannula broke in detail such as xx cm from the distal end, etc. If the connection between the inner cannula and the handle became disconnected, please check if sufficient glue had been applied during manufacturing process. Additional information: general questions for all complaints (if any damages were confirmed prior to use)was the package damaged? No. (If any damages were confirmed prior to use)how was the device stored? Vertically stored. Was a sphincterotomy or balloon dilation performed prior to use of the stent device? Est. Was post-dilation performed after the placement of the stent? No. What brand of endoscope was used with the device? Tjf260v/ olympus. What was the target location for the complaint device? Middle bile duct. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Boston's endoselector 0.025inch. Was resistance encountered when advancing the wire guide or delivery system to the target location? No. How did the physician deal with this resistance? Was the patient's anatomy tortuous? No. Did the tip of the delivery system cross the target location? Yes. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. Was the stent being placed through the side wall of a previously placed stent? No. Was the elevator in the down position during deployment? No (please refer to physician's comment above.) Are images of the device of procedure available? Two photos of the device are attached. Sheath separation: inner cannula separatin. Details of the wire guide used (diameter, hydrophyllic, make)? Was high resistance encountered during stent deployment? No. Was the patient's lesion heavily calcified / was the patient anatomy tortuous?no. Was pre dilatation conducted prior to stent deployment? No. Was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes. Was the delivery system damaged/kinked/twisted? No. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? No.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on (B)(6) 2022 and additional information received on 20-may-2022. Lab evaluation (B)(6) 2022. Visual inspection: red safety tab not returned. When the handle is pushed to deploy the stent, the inner cannula is exposed kinks on the distal end of the inner catheter approx 0.4 cm, 4,5 cm and 5,2cm from distal end.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the zilbs-635-8-6 device of lot number c1831732 involved in this complaint was returned for evaluation, with the original box but without the pouch. The packaging was open on receipt. With the information provided, a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2022. On evaluation of the device, when the handle was pushed to deploy the stent, the inner cannula is exposed. Kinks were observed on the distal end of the inner catheter approx. 0.4 cm, 4.5 cm and 5.2cm from distal end. The red safety lock was not returned. The device flushed as expected and the 0.035inch wire guide passed through the handle but would not pass through the kinks on the distal end. The stent was not returned document review: prior to distribution zilbs-635-8-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-6 of lot number c1831732 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1831732. Equipment required: 0.035-inch wire guide. According to the customer testimony a 0.025-inch wire guide was used. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3). The japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of user error was identified from the available information as an incorrect wire guide size was used. The smaller than recommended wire guide may not have been strong enough to advance the delivery system and possible interference between the ID of the welded inner carrier/peek. As the deployment of the stent was successful, excessive force could have been exerted onto the device during the deployment and removal of the device causing the kinks on the device as well peek tubing to break. The interference would have had a detrimental impact on the coaxial functionality of the delivery system, whereby when deployment was attempted the forces would have been substantially higher (than when using a recommended wireguide) resulting in an unsuccessful deployment and the delivery system having to resolve the forces elsewhere via the welded inner carrier/peek; breaking or stretching. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
This supplemental report is being submitted due to updates to the imdrf coding on 16-nov-2023.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation. The zilbs-635-8-6 device of lot number c1831732 involved in this complaint was returned for evaluation, with the original box but without the pouch. The packaging was open on receipt. With the information provided, a document-based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on 03 may 2022. On evaluation of the device, when the handle was pushed to deploy the stent, the inner cannula is exposed. Kinks were observed on the distal end of the inner catheter approx. 0.4 cm, 4,5 cm and 5,2cm from distal end. The red safety lock was not returned. The device flushed as expected and the 0.035inch wire guide passed through the handle but would not pass through the kinks on the distal end. The stent was not returned document review. Prior to distribution zilbs-635-8-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-6 of lot number c1831732 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1831732. Equipment required. 0.035-inch wire guide. According to the customer testimony a 0.025-inch wire guide was used. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3). The japanese packaging insert (B)(4) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review. A definitive root cause of user error was identified from the available information as an incorrect wire guide size was used. The smaller than recommended wire guide may not have been strong enough to advance the delivery system and possible interference between the ID of the welded inner carrier/peek. As the deployment of the stent was successful, excessive force could have been exerted onto the device during the deployment and removal of the device causing the kinks on the device as well peek tubing to break. The interference would have had a detrimental impact on the coaxial functionality of the delivery system, whereby when deployment was attempted the forces would have been substantially higher (than when using a recommended wireguide) resulting in an unsuccessful deployment and the delivery system having to resolve the forces elsewhere via the welded inner carrier/peek; breaking or stretching. Summary. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.